Event description:
Patient undergoing ercp (endoscopic retrograde cholangiopancreatography). Guidewire (gw) passed through sphincterotome; sphincterotome then removed. When passing cytology brush over gw, a portion of the coating around gw sheared and bunched up around gw. Gw, cytology brush removed from patient. Appeared to be fragments of coating in the bile duct. Physician attempted to remove them with a balloon. Stent then placed across area of stricture in bile duct. No adverse effects to patient.======================manufacturer response for guidewire, (brand not provided) (per site reporter).======================what was the original intended procedure?endoscopic retrograde cholangiopancreatography.device #1is this a laboratory device or laboratory test?no.